Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service and replaced.the lead was identified as the source of the clinical observations as noise was also oberved on the pacing system analyzer (psa) when the lead was disconnected from the device. No additional adverse patient effects were reported.